Event description:
A patient reported that the cartridge did not reliably secure into the pump housing. There was no adverse impact to the customer's blood glucose level. The patient declined to speak with customer technical support, and no further action was taken as the customer declined follow-up.